Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead was attempted to be reprogrammed, however changing the lead to bipolar resulted in oversensing. The lead remains in use. No patient complications have been reported as a result of this event.